Manufacturer narrative:
Follow-up #1: date of submission 04/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/05/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be duplicated. The review of the black box data showed no evidence of loss of prime. A ¿no delivery, no prime¿ alarm warnings were noted in the black box associated with an occlusion alarm and after a power reboot. In addition, multiple consecutive ¿rewind¿ operations were recorded post manual suspend. During testing, the ez-prime steps were performed correctly with no loss of prime alarm occurrences. Unrelated to the original complaint, the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.